Manufacturer narrative:
This event occurred between (B)(6) 2022 ¿ (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the ports of twenty-two (22) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 29, 2021 - october 30, 2021. H10: twenty two (22) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with the fill port caps removed which did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.